Manufacturer narrative:
D4 & g4: product identifiers unknown. E1: facility details unknown. G2: country of event: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone posterior spinal tumor resection and reconstruction with internal fixation. It was reported that implant fractured. No further complications reported/anticipated. After the product broke in (B)(6) 2023, no revision was performed and product information was not provided. According to the x-ray images in (B)(6) 2025, the right iliac screw was broken and pre-bent rod broken.